Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty was determined at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 09:06:48. During night drain cycle one, the patient's ultrafiltration reading was 2097ml, indicating the home patient (hp) drained 2097ml more than their maximum programmed fill volume of 2100ml. No additional information is available.